Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 25-jun-2018 with the following findings: during investigation, the pump cover was opened and moisture was found throughout the internal components. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed moisture ingress in the pump. This report is made based on results of investigation completed on 25-jun-2018.